Manufacturer narrative:
Initial.

Event description:
It was reported that during a supply change the user did not see drops while filling tubing despite reaching 63 units, then observed insulin leaking from the cartridge at the plunger end; the user confirmed inserting the cartridge into the pump by itself first and successfully restored therapy after drying the pump and replacing all supplies. No clinical signs, symptoms, or conditions reported. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a leakage issue consistent with a seal problem associated with the reservoir component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.